Manufacturer narrative:
H6: investigation summary: a complaint of tubing unable to be primed due to kinks was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked and flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced kinked tubing, and flow issues. The following information was provided by the initial reporter: product is kinked and unable to prime.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set experienced kinked tubing, and flow issues. The following information was provided by the initial reporter: product is kinked and unable to prime.